Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-may-07 from the patient's hcp. It was reported that the cause of the refill issue was air in the reservoir. At the next refill appointment on (B)(6) 2020, the air was withdrawn from the pump. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1690.8 mcg/day) via an implantable infusion pump. It was reported that back in feb 2020 the pump was only able to be filled 30 of the 40 ml of medication. It was noted that the patient does many experimental treatments. No symptoms were reported. No further complications have been reported as a result of this event.